Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device location of device: unable to locate in uterus or fallopian tubes/failure to occlude fallopian tubes") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and oral contraceptive nos. Concurrent conditions included overweight. Concomitant products included azithromycin from (B)(6) 2012 to (B)(6) 2016, bupropion (wellbutrin), ibuprofen from (B)(6) 2011 to (B)(6) 2012, promethazine from (B)(6) 2016 to (B)(6) 2016, sertraline, testosterone from (B)(6) 2017 to (B)(6) 2017 and tranexamic acid (lysteda) from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: skin rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, rash, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff claimed that most, if not all symptoms decreased after essure removal. Symptoms are not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion. Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Product indication and implanted date updated. Events: depression, rash, migraines / headaches, device dislocation, nausea, dysmenorrhea, fatigue, weight gain, back pain added. Lab data updated. Concomitant & historical drugs & conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device location of device: unable to locate in uterus or fallopian tubes/failure to occlude fallopian tubes") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, multigravida, pharyngitis, bloating and delayed period. Previously administered products included for an unreported indication: depo provera and oral contraceptive nos. Concurrent conditions included overweight, eczema, chlamydia identification test positive, nausea and sexually transmitted disease. Concomitant products included azithromycin from (B)(6) 2012 to (B)(6) 2016, bupropion hydrochloride (wellbutrin), ibuprofen from (B)(6) 2011 to (B)(6) 2012, promethazine from (B)(6) 2016 to(B)(6) 2016, sertraline, testosterone from (B)(6) 2017 to (B)(6) 2017 and tranexamic acid (lysteda) from(B)(6) 2017 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: skin rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("lower back pain") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, rash, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, back pain and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff claimed that most, if not all symptoms decreased after essure removal. Symptoms are not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion. Pathology test - on an unknown date: height x width). In the left posterior lower uterine myometrium, there is a 1.7 x 1.3 x 1.2 cm fairly circumscribed, echogenic area, may reflect a uterine fibroid. The uterine myometrium is otherwise unremarkable. The endometrial stripe measures 2 .9 mm and appears sonographically unremarkable for patient age. The right ovary measures 3 x 2 x 1.4 cm and is sonographically unremarkable. The left ovary measures 2.7 x 1.2 x 0.9 cm and is sonographically unremarkable. There is no significant free fluid in the cul-de-sac.. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "anxiety" added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.